Event description:
(B)(4). The dealer reported that the tdxsp-mcg power wheelchair was driving slower since new batteries were installed a couple of months ago. Additionally, the unit was stopping and getting controller fault. There was no patient injury reported.